Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("unlimited pain in joints"), depression ("depression") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure has been removed and total hysterectomy). Essure was removed. At the time of the report, the back pain, genital haemorrhage, arthralgia, weight increased, depression and feeling abnormal outcome was unknown. The reporter considered arthralgia, back pain, depression, feeling abnormal, genital haemorrhage and weight increased to be related to essure. The reporter commented: device caused serious health issues resulting in total hysterectomy. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 12-dec-2018. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. He0114x) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("unlimited pain in joints"), depression ("depression") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and total hysterectomy). Essure was removed. At the time of the report, the back pain, genital haemorrhage, arthralgia, weight increased, depression and feeling abnormal outcome was unknown. The reporter considered arthralgia, back pain, depression, feeling abnormal, genital haemorrhage and weight increased to be related to essure. The reporter commented: device caused serious health issues resulting in total hysterectomy. Batch no he0114x, production date 2015-08-28, expiration date 2018-08-28. Most recent follow-up information incorporated above includes: on 1-mar-2021: follow up was received via lawyer and this report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) (retained case). New: reporters - lawyers - were added. Essure insertion date, batch no he0114x, production date 2015-08-28 and expiration date 2018-08-28 were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 12-dec-2018. The most recent information was received on 18-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. He0114x) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("unlimited pain in joints"), depression ("depression") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and total hysterectomy). Essure was removed. At the time of the report, the back pain, genital haemorrhage, arthralgia, weight increased, depression and feeling abnormal outcome was unknown. The reporter considered arthralgia, back pain, depression, feeling abnormal, genital haemorrhage and weight increased to be related to essure. The reporter commented: device caused serious health issues resulting in total hysterectomy. Batch no he0114x , production date 2015-08-28, and expiration date 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 12-dec-2018. The most recent information was received on 08-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('heavy bleeding / abnormal bleeding') in an adult female patient who had essure (batch no. He0114x) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), arthralgia ("unlimited pain in joints"), depression ("depression"), feeling abnormal ("brain fog"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and mental disorder ("psychological problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, weight increased, depression, feeling abnormal, bladder disorder, urinary tract disorder and mental disorder outcome was unknown. The reporter considered arthralgia, back pain, bladder disorder, depression, dyspareunia, feeling abnormal, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: device caused serious health issues resulting in total hysterectomy. Discrepancy noted in date of insertion: (B)(6) 2016 (previously reported). Batch no: he0114x, production date: 2015-08-28, and expiration date: 2018-08-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: events- "pelvic pain female", "urinary disorders", "bladder problems", "dyspareunia", "psychological disorder" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 12-dec-2018. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in an adult female patient who had essure inserted (lot no. He0114x) for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breathlessness, sweating, dizziness, muscle pain and abdominal pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), arthralgia ("unlimited pain in joints"), depression ("depression"), brain fog ("brain fog"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), mental disorder ("psychological problems"), fatigue ("fatigue"), dizziness ("dizziness") and hyperhidrosis ("sweating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and hysterectomy). At the time of the report, the outcomes for back pain, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, weight increased, depression, brain fog, bladder disorder, urinary tract disorder and mental disorder were unknown. The reporter considered arthralgia, back pain, bladder disorder, brain fog, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, mental disorder, pelvic pain, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: device caused serious health issues resulting in total hysterectomy. Discrepancy noted in date of insertion: (B)(6) 2016 (previously reported) 3 coils inutero on the right and 4 on the left. Discrepancy noted in date of insertion: (B)(6) 2016. (As per sd (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2016: negative [ultrasound scan vagina] on (B)(6) 2016: ultrasonically the devices appeared to be correctly positioned. Batch no: he0114x . Production date: 2015-08-28. Expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: reporters information events - "fatigue, dizziness and sweating" added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 12-dec-2018. The most recent information was received on 11-apr-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in an adult female patient who had essure inserted (lot no. He0114x) for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dyspareunia, period pains, heavy periods, urinary incontinence, breathlessness, sweating, dizziness, muscle pain and abdominal pain. Concurrent conditions were listed as bacterial vaginosis, dysmenorrhea, menorrhagia and endometriosis. The only concomitant product mentioned was tranexamic (tranexamic acid). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced back pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), arthralgia ("unlimited pain in joints"), depression ("depression"), brain fog ("brain fog"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), mental disorder ("psychological problems"), fatigue ("fatigue"), dizziness ("dizziness"), hyperhidrosis ("sweating"), abdominal pain ("abdominal pain"), myalgia ("muscle pain"), heavy menstrual bleeding ("heavy period"), post procedural infection ("postoperative infection"), vaginal discharge ("complaint of brown, smelly discharge"), proctalgia (" anal pain when opening bowels since she had her operation done") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for back pain, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, weight increased, depression, brain fog, bladder disorder, urinary tract disorder, mental disorder, abdominal pain, myalgia, heavy menstrual bleeding, post procedural infection, vaginal discharge, proctalgia and bacterial vaginosis were unknown. The reporter considered abdominal pain, arthralgia, back pain, bacterial vaginosis, bladder disorder, brain fog, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hyperhidrosis, mental disorder, myalgia, pelvic pain, post procedural infection, proctalgia, urinary tract disorder, vaginal discharge and weight increased to be related to essure administration. The reporter commented: device caused serious health issues resulting in total hysterectomy. Discrepancy noted in date of insertion: (B)(6) 2016 (previously reported) 3 coils inutero on the right and 4 on the left discrepancy noted in date of insertion : (B)(6) 2016. (As per sd (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2016: negative [ultrasound pelvis] on (B)(6) 2016: the medial end of both, the left device and the right appeared touching the lateral edge of the endometrium [ultrasound scan vagina] on (B)(6) 2011: normal uterus and ovaries requested hysterosalpingogram to confirm tubal patency; on (B)(6) 2016: ultrasonically the devices appeared to be correctly positioned. Batch no: he0114x, production date: 2015-08-28, and expiration date: 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-apr-2024: medical record received. New events abdominal pain, muscle pain, heavy period, vaginal discharge, anal pain & bacterial vaginosis were added. Lab data added. Patient details updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.